Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was unable to reproduce/confirm the reported image error. For the image error reported by the customer (purplish image): the cause is unclear since the issue was not confirmed. For the deformed packing: it was likely caused by transport damage. Leakage and corrosion at the proximal end of the outer tube: this does not represent a defect. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the packing was deformed; there was leakage inside and evidence of corrosion; the switch was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer notified olympus that during preparation for use in a diagnostic procedure the image became purplish. The procedure was completed successfully using another device. There was no patient harm or delay of the procedure.